Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that  their symptoms came back about 2-3 weeks ago. Patient said they were back to where they were before the implant. Patient mentioned that they ended up with an infection and the physicians assistant recently gave them antibiotics. The patient was redirected to their healthcare provider to further address the issue. On (B)(6) 2024 the patient stated the therapy was working at the beginning and it was wonderful. Patient stated they went through a period where their bowels were crazy and the nurse said the stimulator could be affecting the bowels. Patient mentioned they got an infection in it and was all crusty and they had to put them on an antibiotic but everything was fine now and everything seemed to be working except that they want to increase the strength of the ins. Agent walked patient through increasing the stimulation. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that  their symptoms came back about 2-3 weeks ago. Patient said they were back to where they were before the implant. Patient mentioned that they ended up with an infection and the physicians assistant recently gave them antibiotics. The patient was redirected to their healthcare provider to further address the issue. On (B)(6) 2024 the patient stated the therapy was working at the beginning and it was wonderful. Patient stated they went through a period where their bowels were crazy and the nurse said the stimulator could be affecting the bowels. Patient mentioned they got an infection in it and was all crusty and they had to put them on an antibiotic but everything was fine now and everything seemed to be working except that they want to increase the strength of the ins. Agent walked patient through increasing the stimulation. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable.